Event description:
This is report 6 of 6 for this complaint (B)(4).

Event description:
During a c3-6 anterior cervical discectomy and fusion, the surgeon implanted the first seven (7) screws without incident, however, on the final screw; he was unable to pass the screw through the blocking ring (locking mechanism) on the plate. Surgeon tried a total of five (5) screws and none would pass through this blocking ring on the plate. Surgeon then removed all the hardware, and implanted another vectra 51mm plate without incident. This is 6 of 6 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted and it was found that the screw head is damaged, especially at the bottom side. The relevant dimensions can not be verified anymore because of the damages at the screw head. It is clearly visible that the anodization layer is worn away at the damages, which indicates that the damages were caused post-manufacturing, par example by an excessive contact with the plate.

Manufacturer narrative:
(B)(4): the issue was most likely caused by trying to insert the screw at a steeper angle than intended. During technical evaluation, the screw could be inserted into the plate as intended. There is an extremely low complaint rate indicate that the design is adequate for the intended use. (B)(4): placeholder.

Manufacturer narrative:
The notches on the screws as well as the mark on the underside of the plate indicate that the screws were most likely inserted at an angle that would not allow the screws to lock to the plate. If placed at a steep enough angle the threads of the screw will interfere with under side of the plate. Once the initial screw hole is prepared, that trajectory most likely caused the subsequent screws to also be implanted in a way that would not allow them to properly seat into the plate. During the evaluation these screws were used on remaining undamaged holes in the plate and all were able to fully seat with the clips fully blocking the screw heads. The design risk assessment was reviewed and found to be adequate for the intended use. Without a lot number the device history records review could not be completed. Investigation is on-going.